Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, a over current detection alert triggered which showed the right ventricular lead exhibited low defibrillation impedance and failed to deliver at least one shock. The right ventricular lead was capped and replaced on 16 dec 2021. The patient was in stable condition.

Event description:
New information noted that the patient presented to the emergency room, not in clinic for follow up as initially reported.